Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the trial patient did not feel stimulation all the time and leaked when they heard running water. Trial patient was not seeing the improvement they originally saw, so they were switched to the right side and increased stimulation to 6.0v, but received an error message of settings not available. It was noted the trial patient was not feeling well and did not see improvement since switching sides. Patient mentioned they had day voids and leakage, but saw improvement with urgency and night voids. Patient stated they experienced better results on their left side, so they were switched back to left side and felt stimulation that was stronger. Patient was concerned their lead migrated. It was noted the amplitude level on the left side was at 5.0 but got the message 'can not provide your desired settings, call your clinician'. Patient assumed their leads came loose because they could not feel stimulation on either side. No further complications were reported.